Manufacturer narrative:
Comorbidities: hypertension, atrial fibrillation, valvular heart disease, and hx of mitral valve repair. Medications: aspirin and warfarin. The serial number for the gore® dryseal flex introducer sheath used was requested but remains unknown. The date of manufacture is not available as the lot/serial number for the device remains unknown. (B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore through the pivotal study for the gore® tag® thoracic branch endoprosthesis (tbe device): on (B)(6) 2019, patient underwent treatment of a thoracic aortic aneurysm, zone 0, with gore® tag® thoracic branch endoprostheses and one conformable gore® tag® thoracic endoprostheses. The maximum aneurysm diameter measured 63.2mm. According to the report all devices were positioned and implanted without issue. At the one month follow up the maximum aneurysm diameter measured at 56mm. On (B)(6) 2019, follow up computed tomography (CT) images, revealed a type ii endoleak. No aneurysm enlargement was noted at this time and no reintervention was required. Refer to psts case (B)(4) where the type ii endoleak was previously documented. It was reported that follow up computed tomography (CT) images dated (B)(6) 2022, revealed a type 1b endoleak. The maximum aneurysm diameter measured 67mm. On (B)(6) 2022, a reintervention was conducted. It was reported that on (B)(6) 2022, the patient experienced bleeding from the right femoral artery. As reported, direct pressure was applied and the bleeding stopped. As reported, no other abnormalities were noted and the subject was discharged after the vascular consult. It was noted that access was obtained on the right side for the reintervention, but no sheath was listed in the november 3rd device accountability form in the medrio clinical database. The clinical study manager confirmed that a gore® dryseal flex introducer sheath (dsf2433) was used and the serial number would be obtained if possible, but no serial number was able to be obtained.

Manufacturer narrative:
H6: added code a24 under medical device problem.